Manufacturer narrative:
(B) (4): -pt selection. The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
User facility medwatch report received that states "event desc: pt status post percutaneous transluminal coronary angioplasty (ptca)/stent of the right coronary artery (rca) with perclose device deployed to arterial sheath, venous sheath still in place when pt arrived in recovery room. Approx two hours later, after pt arrived her abdomen was noted to be large, painful, and firm. Dr notified and CT scan was ordered. CT scan showed a large hematoma. No add'l info was provided.